Event description:
In 2002, the pt experienced a fracture of the left humerus. At that time, a narrow dcp plate was implanted. 1 month later, the pt attempted to get off the couch, heard a snap and experienced immediate pain. An x-ray revealed a fracture through the plate. The plate was removed from the pt.